Manufacturer narrative:
.

Event description:
During patient's office visit on (B)(6) 2016, high impedance was observed on system diagnostic test. Patient was referred for prophylactic battery change and lead revision surgery. No known surgical interventions have occurred to date.

Event description:
Additional information was received that the patient had brain surgery and has been seizure free starting one year after the surgery; he was only on one med and vns at this time. Since high impedance was observed, the device was disabled in hopes that patient will remain seizure free. No known surgical interventions for vns has occurred to date.